Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that [the piston rod was not retracting]. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: on investigation, no call service alarms suggestive of motor failure or occlusion were present in the pump history or black box data. On investigation, the pump powered on normally and rewind, load and prime sequence successfully completed. The piston was advancing and retracting as per normal operation. Investigation did not duplicate the complaint.